Event description:
Boston scientific received information that this right ventricular (rv) lead was intermittently losing capture at max outputs. The automatic capture (ac) feature was on and pacing in retry. The patient was admitted to the hospital due to fatigue and shortness of breath. The lead was checked and noise was observed. The lead also had increased threshold and impedance measurements and a fracture was identified. The lead was subsequently explanted and replaced. No additional adverse patient effects were reported.

Manufacturer narrative:
The lead has not been returned. Should this lead get returned, it will be thoroughly analyzed.

Manufacturer narrative:
Upon receipt at our post market quality assurance laboratory, two segments of the lead were returned. The proximal segment was severed at 16 cm from the terminal pin. The distal segment was severed at 38 cm from the distal tip. The total length of both segments measured 54 cm; so approximately 5 cm (16 cm to 21 cm) of the lead body was missing and not returned. The lead length specification for this model lead is 59 cm. The extracting stylet was returned and remained stuck in the distal segment. No visual fractures were observed during initial testing. Technicians noted calcified body fluid covering over the portion of the lead's tip. Resistance testing was then performed on the proximal segment. Measurements throughout this test were within normal limits. Resistance testing was not performed on the distal segment due to the extracting stylet inside; however x-ray revealed no fractures with the conductors. Calcified body fluid was covering over the portion of the lead's tip. Once this was removed, the impedance measurements dropped. Laboratory analysis was unable to confirm the allegation of lead fracture on the returned lead segments, however technicians stated that depending on how much calcification was on the tip before the lead was explanted, the impedance measurements could have been affected.